Event description:
It was reported that a broken silent nite 3d device was received for a patient of dr. (B)(6). The reported device will be replaced with an elastic mandibular advancement (ema) device. Additional information received reported that it was the anchor that broke. The 39-year-old, male patient did not suffer any injury or adverse outcome and no medical intervention was required. It was not noted if the patient was wearing the device at the time of event but the date of occurrence was reported as (B)(6)2026. The event was reported to the office by the patient on (B)(6)2026. The patient stopped wearing the device on the day that it broke.

Manufacturer narrative:
The reported device has not yet been received for investigation. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).